Event description:
It was reported that the device may have reached the elective replacement indicator [eri] prematurely and a patient alert was triggered. Pacing outputs were historically programmed at an elevated level. It was also reported that the right ventricular [rv] lead threshold measurements gradually rose after the patient was struck by lightning. The device was explanted and replaced; the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed normal battery depletion and the device meets 80% of expected longevity.